Event description:
Additional information received reports that the patient was explanted on (B)(6) 2024.

Manufacturer narrative:
B3: event date is estimated. D6b: explant date is unknown.

Event description:
It was reported that the patient was explanted at an unknown date due to an infection. The infection is now resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.